Event description:
It was reported that the patient presented in clinic for follow up. It was noted that the implantable cardiac monitor exhibited false pause episodes. No intervention was performed. There were no adverse consequences to the patient.